Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil was overtorqued consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torque to the inner coil. The full helix extension length was within specification. The cause of the helix could not be retracted was isolated to the helix being clogged with blood/tissue and overtorqued inner coil. The reported event of low sensing was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low sensing on the right atrial (ra) lead was noted. During the revision, dislodgement of the ra lead was confirmed with fluoroscopy. The ra lead was explanted and replaced to resolved the event. The patient was stable with no consequences.